Event description:
It was reported that during a photo-selective vaporization of the prostate, halfway through prostate ablation, it was observed that at approximately 1 inch of the outer lumen plastic, the fiber tip broke inside the patient. The fiber tip was able to be retrieved causing no harm to the patient. The procedure was completed using another fiber without patient complications. It was noted that the fiber had been checked prior to use and was in good working order.